Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported false positive sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they have tested continuously positive with quickvue otc for the past approximately 2 years and results have been confirmed negative by molecular (pcr testing) and other rapid antigen testing. The consumer did not provide the quantity or dates of the testing performed.